Event description:
It was reported that three (3) hours after the start of continuous renal replacement therapy, a leak was observed from the replacement line of a prismaflex m150 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.